Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the tip at the distal end of the fluted shaft of the 3.0mm drill bit had broken off. Laser lines were faded. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is normal wear and tear damage incurred during repeated drilling processes and extended use in the field. Manufactured date 2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2025, a sales representative reported via (B)(4) that an ar-9628 3.0 mm drill bit broke off while drilling for the peripheral screws. This occurred during a reverse total shoulder the piece was not retrieved. There was no additional information provided, and additional information has been requested.